Event description:
During an embolization procedure, the physician attempted to insert the dcs complex coil into the excelsior (mc) microcatheter and performed air purge, but he couldn't advance the coil into the mc. Then another air purge was performed again, but friction was noted and couldn't use the prod. Eventually, the coil was withdrawn and the procedure was completed with a new coil (636f01030). The prod was clinically used in the pt. There were no reported pt complications. The prod will be returned for analysis. The target lesion was internal carotid artery. There was slight vessel tortuosity. Further review of the analysis performed on the returned prod determined that there was a reportable prod malfunction that was not evident from the info provided by the customer. The returned coil was separated from the gripper and elongated.

Manufacturer narrative:
One non-sterile dsc coil was rec'd inside of a plastic bag. Unit had multiple kinks in the delivery tube and multiple bends in the support coil. Introducer was rec'd separated from unit. Coil was rec'd inside of the introducer. Zipper was not rec'd. Coil was not attached to the gripper. Also, a cordis 5french-guiding catheter and 2 unk catheters were rec'd. No functional test could be done due to the rec'd conditions of the coil. Outer diameter of the delivery tube was measured and it was found within spec. Mfg records were reviewed and no anomalies were found. Inspections are in place to prevent damaged dcs coils before leaving the facility. Per the IFU "trufill dcs detachable coil is designed for use under fluoroscopy with the 150 cm long, dual marker band rapid transit or prowler plus infusion catheters from cordis. Caution: compatibility with other infusion catheters has not been established." Rapid transit and prowler plus has .021" ID. In order to maintain lubricity of the inner lumen of the microcatheter, the IFU instructs that a continuous flush must be maintained. The flush rate must be monitored after introduction of the coil introducer into the microcatheter to ensure that an adequate flush is maintained. The procedural factor of microcatheter selection is maintenance of an adequate flush may have contributed to the coil insertion difficulties, but no definitive conclusion can be made. Because the elongated and separation of the coil from the gripper would have been evident to the user and was not reported, it is likely that these findings were caused by post procedure handling and packaging of the prod.